Event description:
There was an allegation of questionable results from coaguchek vantus meter, serial number (B)(6). At 5:00 am the meter result was 3.0 inr. At 6:17 am the meter result was 2.2 inr. At 6:23 am the meter result was 1.9 inr. At 9:13 am the meter result was 1.8 inr. At 5:04 pm the meter result was 1.6 inr. The patient¿s therapeutic range is 2.1-2.2 inr.

Manufacturer narrative:
Coaguchek vantus serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.